Event description:
Philips received a complaint by the customer on the v60, indicating a power issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit did not register when it was plugged in. The rse performed troubleshooting and verified that there was 121v alternating current (ac) going into the power supply but no 24v direct current (dc) was going to the power management (pm) printed circuit board assembly (pcba). The customer ordered a pm pcba and replaced it to resolve the issue. The customer replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).